Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device wasn't returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned to olympus as the device is obsolete and no longer serviceable. In follow up with the customer, different scopes and cables did not resolve the issue. The user will replace the whole unit. The cause of the reported issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus was informed the customer visera elite ii video system center has a no image malfunction, ¿no video with scope attached, color bars are present with no scope¿. The customer reported issue was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.